Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg was 275 mg/dl); cause was not known. Bolus was delivered to address bg. Pump system check was performed and pump date was found to be incorrect. Customer declined to upload pump data for further investigation.